Manufacturer narrative:
No medwatch form was received. The complaint for insulation abrasion was confirmed. Five internal insulation abrasions breaching the rv and non- functional cables lumens between the shock coils were noted. The etfe coating on the cables in all these abrasion regions was not abraded. External insulation abrasion breaching the non-functional cables lumen at proximal end was noted due to friction against the device can. The etfe coating on the cables was intact. The other damages found on the lead are consistent with that occuring at the time of explant.

Event description:
It was reported that during a repositioning procedure, externalized conductors were found on the rv lead. High thresholds were also present. The electrical fucntion of the rv lead was tested and no anomalies were detected. The lead was explanted and replaced.